Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a pt, the unit displayed a "maintenance required code #3" message. The pt was switched to another unit and therapy was initiated.